Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the provided pictures shows that: the mesh was visible, locally contaminated by blood. It is not possible to conform the mesh dimension, however the textile knitting pattern (monofilament polyester <(>&<)> polyester dyed with d<(>&<)>c green) was found as expected. The mesh seems to be placed on a plastic film in its tray. The collagen seems be viscous and sticky and to have sunk and have stagnated at certain points of the mesh. The reported condition was confirmed. It should be noted that ¿the mesh was prepared for insertion by soaking in normal saline and folded ready for insertion through the trocar when the coating lifted¿. The mesh wasn't cut prior implantation. A search of our global complaints database revealed that this was the only report on file for these lots of products. The report has been added to our product complaints database which is monitored for similar occurrences. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. No immediate action required. The root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transabdominal preperitoneal (tapp) hernia repair, the barrier was lifting off the mesh. Another mesh of a different lot number was opened and it delaminated too but the surgeon still used it. There was no patient injury.